Manufacturer narrative:
(B)(4). The evaluation failed to determine a single definitive cause of the customer's current issue. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified, possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Comcomitant medical products: architect probe ln: 8c94-42.

Event description:
The customer states that one patient generated the following erratic results with the architect total b-hcg assay: ID (B)(6): neat= 45.58, 135.52, 108.56, 79.37, 66.38 and 51.09 miu/ml; 1:15 dilution= 54.91 miu/ml. There is no impact to patient management reported.